Event description:
It was reported that this right ventricular (rv) lead was explanted with unknown reason. A new lead was implanted with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: device codes and b5: describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead was explanted with unknown reason. A new lead was implanted with the same model. No additional adverse patient effects were reported. Additional information received which indicated that the lead was explanted due to patient had sarcoidosis and lead was not capturing. A new replaced lead with adequate threshold.